Event description:
(B)(4). I started having sharp intense pains that drop me to my knees. As well as painful sex, and abnormal periods; when cramping, feels like labor pains and bleeding is way more intense.